Event description:
Patient's family member called on 04/2002 regarding patient's one touch basic meter. Family member alleged that the meter was reading inaccurately high. Patient had tested their glucose and received a result of 161 mg/dl. Patient had started to eat their breakfast and suddenly collapsed and was very sweaty. Their glucose was tested again and it was 160 mg/dl. Patient was taken to the emergency room and got a result of 49 mg/dl. Time difference between readings was 30 minutes. Patient was treated with IV glucose. Patient's meter was cleaned incorrectly. Unable to contact the patient to obtain more information.